Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a pulse generator changeout procedure, a temporary loss of output was observed following the use of electrocautery. An external pacemaker was used until output was restored. The patient was asymptomatic. The device was successfully explanted and replaced.